Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was broken. The valve of the sheath broke off. It was replaced and the case continued. No patient consequences were reported. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-mar-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 14-mar-2022, bwi also received additional information regarding the event. The hemostatic valve was not separated. The brim cap was detached. The h6 medical device problem code was updated. "Material separation" (a0413) no longer applies. "Detachment of device or device component" is the new code. The event description has been updated to the following: "it was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The orange brim cap became detached. "The valve (brim cap) of the sheath broke off. It was replaced and the case continued. "The orange cap on the very end of the valve broke. This is the part that's opposite of the handle and touches the dilator. The hemostasis valve (gasket) broke into two pieces. The orange cap became detached. The sheath was being used on the patient and air did not enter the patient¿s body. 7. The issue did not require percutaneous or surgical removal and there was no blood return was observed." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-apr-2022, the photo product investigation was completed. Device investigation details: according to pictures provided by the customer, the brim cap, silicone ring, and hemostatic valve were observed detached from the hub. A device history record was performed for the finished device 00001875 lot number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 31-may-2022, the product investigation was completed for the physical device. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was broken. Device evaluation details: visual analysis of the returned sample revealed that the brim cap, the hemostatic valve, and the silicon ring were found detached from the hub. A microscopic examination of the brim cap surface has shown adhesive evidence that the components were properly attached. The hemostatic valve and the silicon ring look in good condition. A device history record was performed for the finished device 00001875 lot number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).